Manufacturer narrative:
Product analysis #705303844:¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: n/a ¿as found condition: the concerto pushwire was returned for analysis within a shipping box; within a plastic bio-pouch; within an opened concerto outer carton and inner pouch; and within a dispenser coil. The catheter was used in this event was not returned. In addition, the model and lot number were not provided therefore compatibility could not be assessed. ¿ damage location details: the concerto pushwire was returned outside its introducer sheath. However, the introducer sheath was returned. Blood was present within introducer sheath. The concerto pushwire was found to bent at 88.0cm from proximal end. In addition, the concerto pushwire was found to be to be separated into two segments at 141.0cm from proximal end with the release wire extending out. The concerto implant coil was found to be detached from pushwire and not returned for analysis. Therefore, any contributing factors could not be assessed. No damages or irregularities were found with the introducer sheath. No other anomalies were observed. ¿testing/analysis: the concerto pushwire could not be used for resistance testing with an in-house micro catheter due to its damaged condition. ¿conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed. However, the root cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, damage/kink to pushwire and lack of continuous flush during delivery. The concerto implant coil was found damaged and the pushwire was found bent. It is likely that the damage to the concerto implant coil and pushwire occurred during the attempt to push the coil through the micro catheter against the reported resistance. Other possible causes for coil/pushwire damage are: lack of hydration before procedure, user does not maintain continuous flush. Since the micro catheter used in the event was not returned, any contribution of the micro catheter towards the ¿coil resistance/stuck in catheter¿ could not be assessed. As the model and lot number of the micro catheter was not reported, compatibility could not be assessed. Information regarding hydrate the concerto coil prior to use, vessel tortuosity, if all devices were prepared as per the instructions for use (IFU), and lack of continuous flush during delivery were not provided. Therefore, any contributing factors could not be assessed. (Nikkhs2 (B)(6) 2023) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that there was resistance when advancing in the concerto coil for delivery and the coil was kinked. The catheter was gripped at the distal tip. The coil was replaced with another concerto coil to complete the procedure. There was no noted patient involvement. (B)(6) 2022 initial reporter name address and initial reporter health professional (for, rep, hcp): additional information received reported that the coil experienced resistance in the middle of the catheter, and had come out of the introducer sheath smoothly. The coil was used in the patient's body, but did not exit the catheter. It was unknown what catheter was used in the event.